Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# (B)(4), product type: catheter.(B)(4).

Event description:
It was reported that the clinic was filling the patient¿s pump, and noted the patient was non-compliant and was tested positive for using cocaine. Therefore, after filling the pump two times, the clinic would no longer fill it. It was noted that there was no product issue, but instead patient non-compliance. The patient was not able to find someone to explant the pump. Options were reviewed with the reporter to silence the empty reservoir alarm. Additional information was received which reported the clinic did not turn off the patient¿s pump. No pump medications, patient symptoms, interventions or outcome were reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.